Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified unspecified vessel. A 28 x 2.25 promus premier¿ stent was advanced to treat the lesion; however, the device was unable to cross the lesion. It was noted that the stent was lifted. The procedure was completed with a different device. There were no patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).